Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings on the one touch ultramini meter. A medical surveillance specialist (mss) was unable to get in contact with the pt and sent a letter to the pt to contact lfs to obtain further clinical info. The reporter mentioned that on (B) (6) 2010 at 4:00am, the pt tested her blood glucose and obtained a 102 mg/dl on her ultramini meter. Shortly after testing, the pt fell unconscious. There is conflicting info when symptoms occurred, since it was reported that the symptoms occurred after testing; however, it was also noted that pt fell unconscious at 4:00am which is the same time of testing. Paramedics were called. The pt was not treated with anything prior to the paramedics arriving. Less than 30 mins later, the pt tested on the emt's meter and obtained a 37 mg/dl. The pt was treated with IV fluids. No info on what the pt's blood glucose level was prior to the paramedics leaving and whether or not the pt was taken to the ER. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done and the pt did not have any control solution. The product was replaced. No further clinical info was provided. It would have been helpful to know readings prior to the event, what is considered a "normal reading" for the pt, why the pt tested at 4:00am and whether the pt took any diabetes medication after testing at 4:00am. It would have also been helpful to know the pt's diabetes regimen and exactly when the pt exhibited symptoms and how soon after treatment they regained consciousness. The complaint is being reported since the pt alleged that based on the elevated reading of 102 mg/dl, he suffered a serious injury and had to receive medical attention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.